Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a month of implant, the right ventricular (rv) lead exhibited high thresholds, resulting in high pacing outputs. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.